Event description:
On (B)(6) 2010, the patient reported that when she was trying to change the insulin cartridge of her infusion device, she noticed the piston rod was making an abnormal "sizzling" noise. She said the piston rod did not fully retract and stopped at about 3/4 of the way down. The patient stated, she tried a new battery after she heard the noise, but it did not resolve the issue. She said she uses aa alkaline batteries, but has never changed the battery cover. The patient was advised to remove the battery cover from her backup device and put it on her primary device after inserting a new battery. She did so, and began going through the 'change cartridge' procedure. She tried to retract the piston rod, but stated, the piston rod is still making an abnormal noise. The patient switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.